Event description:
It was reported that during the past couple of months there has been condensation in the cartridge compartment of the infusion device. The patient is not certain whether the condensation is due to insulin leaking from the insulin cartridge or if the condensation is water. The insulin cartridges were requested to be returned for product evaluation. No adverse event was reported

Manufacturer narrative:
The event occurred in (B)(6).